Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of implant: (B)(6) 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010 the patient underwent: anterior interbody fusion l2-3, l3-4, l4-5; discectomy l2-3, l3-4, l4-5 anterior approach; cage instrumentation l2-3, l3-4, l4-5 anterior approach; intraoperative biplane fluoroscopy; local harvesting cancellous autologous bone. Preoperative diagnosis: status post anterior interbody fusion t11, t12; status post decompressive laminectomy t12, l1-2; status post decompressive laminectomy at l5 and s1; degenerative joint and disc disease l2-3, l3-4, l4-5, l5 and s1; radiculopathy, l5 and s1 bilateral; herniated nucleus pulposus l2-3, l3-4, l4-5 and l5-s1; spondylolisthesis lumbar spine; scoliosis lumbar spine; osteopenia lumbar spine; gait disturbance; spinal curve; failed previous spinal surgery, lumbar spine. Per-op notes: ¿then appropriate size peek implant was inserted into the intradiscal space and then the internal aspect of the was packed with locally harvested cancellous bone and bone morphogenic protein. Once this accomplished and each of the implants was properly fixed, it should be noted that on the contralateral, ispsilateral side of the annular disruption at each of the disc spaces.¿

Event description:
Reportedly, "after some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries. Have more nerve damage in left leg and foot gets ice cold when right foot is warm. Have pain and nerve damage in right leg I didn't have and nerve damage that runs into my "stoma e" often."